Event description:
This lead was found to be dislodged on the next day check. The lead was repositioned on (B)(6) 2018. The patient is pacer dependent so was kept in the hospital from implant through the revision. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.